Manufacturer narrative:
(B)(4). Contact office: (B)(4). The investigation is in progress. Once the investigation has been completed, a follow up MDR will be submitted. This report is 2 of 3 for this patient: 0001822565-2017-00777, 0001822565-2017-02033, 0001822565-2017-02032.

Event description:
It is reported that about ten months after a knee arthroplasty, the patient was revised due to tibial loosening.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products - unknown nexgen femoral component, unknown nexgen articular surface. Reported event was confirmed by review of revision operative notes. The notes indicate that the procedure was conducted due to "mechanical release tibial piece of total knee prosthesis." Additionally, it was noted that there is loosening of the tibial component between the bottom of the plate and the cement mantle. The entire tibial construct was removed. No infection was suspected during the surgery as well. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.